Manufacturer narrative:
Batch review performed on 24 february 2020: lot 162252: (B)(4) items manufactured and released on 26-jul-2016. Expiration date: 2021-06-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with another similar reported event.

Event description:
The patient came in reporting pain in the thigh. The cause of the pain is loosening of the stem. The surgeon revised the stem, head, and liner 3 years and 1 month after primary. The surgery was completed successfully.